Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, the patient underwent embolization procedure. During the procedure, it was reported the physician went through the apollo with a wire and the tip of the catheter came off. No further information was available. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The apollo catheter was returned for investigation in two segments and without the detachable tip, microcatheter or guidewire. The catheter appeared to be separated at the fuse joint at approximately 145.80cm from the hub. The broken ends exhibited plastic deformation (stretching and necking) of the tubing material indicating that catheter broke when pulled exceeding the tensile strength of the tubing material. The occlusion and the "unknown material" possibly contributed to over pressurization. The tubing material of the distal end of the proximal segment and the proximal end of the distal segment exhibited with necking and stretching. An in-house x-pedion-10 guidewire was then inserted and it became stuck at approximately 9.9cm. Upon further examination, an occlusion within the catheter was observed at this location. The occlusion could not be removed for analysis. All products are 100% inspected for damage and irregularities during manufacture. The lot history record of the reported lot number has been reviewed and no quality issues were noted. Catheter separation. (B)(4).